Event description:
During attempted stent placement in a severely calcified right common iliac artery, difficulty was experienced during attempts to cross the lesion, the stent became misalignment on the balloon. Therefore, the physician removed the sds and stent using the sheath introducer to cover the stent. One end of the stent was noted to be frayed. A smart control was then successfully placed in the lesion. The vessel was not tortuous, but 100% stenosed. The product was prepared and clinically used as per the IFU without any adverse consequence to the pt (gender and age: unk). As per the reporting affiliate, there is no additional pt or procedural info, nor was it noted which way the stent had moved, or to which end of the stent the damage occurred. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.